Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. The pt had a history of severe coronary disease, atrial fibrillation, status post pacemaker, and previous abdominal surgery. It is reported that the pt was given general anesthesia, draped & prepped in the usual manner. The right common iliac artery was accessed and is reported to be extremely soft with very poor muscle wall to the vessel. Both the left & right iliac arteries were accessed & the initial arteriogram from the left side identified both renal arteries. The aortic neck measured 1 cm in length. Both iliac arteries showed extreme calcification at the bifurcation site & were reported to be "like paper". A 16 french sheath was easily placed in the left iliac artery & well positioned into the aorta; however, the 16 french dilator was placed in the right iliac artery, which became stuck at the origin of the right common iliac artery for a brief moment & then went easily through. The 16 french dilator was removed & dilatation with a 22 french dilator was repeated. The 22 french sheath was then placed into the right iliac artery & well positioned in the aorta. The physician checked the pt's blood pressure for any injuries to the vessel & the blood pressure remained normal. The physician performed an angiogram to identify both renal arteries and the bifurcated stent graft device was then inserted & positioned. It is reported that the device was rotated across the limbs because the physician felt that this direction would be helpful. The pacman was allowed to point to the right side so the gate would be in that position. The physician began to deploy the stent graft. Once the two proximal stent rings were deployed, the device was pulled down and positioned at the origin of the left renal artery & completely deployed. The sheath was pulled back into the external artery. During this time, 1cm of the right iliac limb was deployed in the right iliac artery in good position & deployed. The runners were released & the device was withdrawn. The physician was planning on cannulating the other limb when the anesthesiologist reported a drop in the pt's blood pressure to 30 systolic with no change in the pulse because of the pt's pacemaker. The physician felt that either the aortic aneurysm or a vessel had ruptured; therefore, he decided to occlude the proximal aorta. A 25mm angioplasty balloon was positioned above the renal arteries and inflated to 2 atmospheres. Resuscitation efforts had begun with IV fluids & blood transfusions. An arteriogram performed from the left side showed good filling of the stent graft with no extravasation of the dye coming from the aortic aneurysm. However, extravasation was seen to be coming from the right iliac artery below the deployed stent. The physician attempted to deploy the left iliac stent graft so that a balloon could be taken from the left side, exchange the wire & deploy an additional limb on the right side. The limb was very difficult to cannulate since the pt had no blood flow going to the aorta. The balloon remained in position & an extra guidewire & pigtail catheter were taken up & over to the proximal portion of the stent graft. As the pigtail catheter was brought down to the gate, the wire was taken down & using a snare, the wire was pulled back up through the 16 french sheath. The 16mm diameter x 11.5cm length iliac limb was taken over the wire & overlapped into the gate & deployed. The iliac limb reached down to the proximal artery 1-2.5cm. An additional 16mm diameter x 11.5cm length iliac limb was deployed into the previously placed limb stent graft & brought down to the external iliac artery. It is reported that at this time, the pt's blood pressure was 110-120 systolic after receiving 4 units of blood, several liters of IV fluids & supportive medication for their blood pressure. The physician placed second balloon proximally on the left side. With inflation of this balloon, the pt's blood pressure was maintained. An arteriogram was performed from the right side & leak was identified coming from the iliac artery where the previous stent graft was deployed; therefore, the physician placed a 16mm diameter x 11.5cm length limb graft. Upon completion, the leak was still evident; therefore, two 12x70 wall stents were overlapped & brought up to the common femoral artery. As the sheath was pulled back, the pt's blood pressure dropped. The physician extended the incision on the right side & retroperitoneum & as the abdominal viscera were pulled medially, 300cc of blood was identified. It appeared that the two stent grafts were lying in the retroperitoneum & the vessel was completely torn from the origin up to the common femoral artery. The hypogastric artery was bleeding, which was controlled by placement of a hemostat & ligation with 2-0 silk ties. A clamp was placed at the origin of the common iliac artery, which had torn off although it was difficult to control due to the presence of the stent graft. The physician sewed over the aneurysm wall & stent graft to achieve complete hemostasis. The pt began to show signs of dic (disseminated intravascular coagulation) with lack of blood clotting. It is reported that the pt received only 4000 units of heparin, which was increased to 5500 units while the second limb was deployed. The physician packed the pt's right groin & then a fem-fem cross over graft was constructed from the left to the right. The balloon was deflated & the sheath on the left side was then withdrawn. The pt maintained a blood pressure of 40-60 systolic. The physician surgically opened pt's abdomen & exposed the retroperitoneum. The aortic aneurysm appeared to be completely excluded. There was no blood in the peritoneal cavity and no rupture of the aneurysm; however, it appeared that there was massive dic with a lot of oozing, leaking & filling of fluid